Event description:
Per the clinic, the patient experienced pain, infections (pus and cellulitis) and skin overgrowth at the abutment site since (B)(6) 2025. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The abutment was removed under local anesthesia (date not reported).